Event description:
It was reported that the tip was broken off the small pointer when opening the sterilization try prior to a neuro procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.

Event description:
It was reported that the tip was broken off the small pointer when opening the sterilization try prior to a neuro procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.